Event description:
It was reported that while bending a plate with benders for a mandible angle fracture, the plate broke between the holes. The surgeon used another plate to complete the procedure. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for a manufacturing evaluation and the plate was fractured near the middle of the third slot from one end of the plate. The nearest slot (second from the same end) showed distortion and therefore could not be inspected. The pertinent features were inspected for the four remaining non-damaged slots. Visual inspection of the plate pieces showed bending from end to end when viewing the side of the plate. No other damage to the plate was noted. Based upon the fact that all pertinent dimensions in the non-damaged area of the plate were within specification, this complaint is indeterminate from a manufacturing standpoint. A product development evaluation was also performed. No etched part or lot number was visible on the returned part. The plate was broken in two locations across the third slot of the plate in reference to the left side of the plate. There was significant marring and scratches on both the top and bottom side of the plate concentrated between the third and fourth slot, removing the gold anodize and exposing the metal underneath. In addition, there was deformation on the side bottom edges of the 1st, 2nd, 3rd, and 6th slot. The plate was bent in the out of plane direction in two locations forming a slight jog or step in the plate. The significant marring and scratching on the plate indicated that the plate was bent several times to achieve the desired form; the amount of bending is unknown. The jog shape of the bent plate would require reverse bending, which reduces the fatigue strength of the plate. In addition, the transition line between the compressive and tensile bending (the area of the highest bending stress) of the jog shape developed near the third slot of the plate, which is also the region with the smallest cross-sectional area (the weakest region of the plate). Therefore, it can be inferred that the plate failed due to reverse bending, which induced increased stress at the weakest region of the plate causing premature failure of the plate as indicated. From a design perspective, this complaint is invalid. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.